Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a laparoscopic colectomy. Reportedly, the seventh or eighth clip broke and fell off tissue after being fired. No pt injury reported.